Event description:
It was reported patient presented for device replacement due to device being at elective replacement indicator/end of life and in backup vvi. Patient did not suffer any adverse event due to the backup vvi. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.